Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition since the pump could not pass through the axillary artery once through the anastomosis.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. The physician was unable to pass the pump through the axillary artery once through the anastomosis. The procedure was aborted.